Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. All gaskets and seals in the ez change module and breathing system were cleaned to resolve the reported issue.

Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient involvement.